Manufacturer narrative:
The device was evaluated at endogastric solutions (egs) and during the evaluation the evaluator noted damage along the endoscope tube indicating over rotation of the device, several jammed and/or loose fasteners, an elongated left distal pusher, and a separated left fastener tube to distal shaft end bond. A review of manufacturing records for this device was conducted and there is no evidence to suggest a component defect, manufacturing defect, or deviation caused or contributed to the malfunction s. A review of manufacturing, equipment, and validation records for the associated bond joint was conducted, and the bonding process (including equipment and personnel) was in a state of control during the manufacturing of this device lot. Egs has opened an internal investigation (car00204) to evaluate and investigate the failed adhesive bond between the fastener tube and distal shaft end. There was no reported patient impact associated with this incident and egs deemed the incident as non-reportable at the time of the initial complaint. During the device evaluation at egs, the failed fastener tube bond was found. Egs has previously determined if these malfunctions were to recur, a serious adverse event may occur. Therefore, this incident is reportable. Egs is in the process of obtaining additional complaint information from the physician and/or medical facility. No additional information has been provided to egs to date. A follow-up report may be submitted if additional information is obtained.

Event description:
A patient underwent a hiatal hernia repair procedure followed by a tif (transoral incisionless fundoplication) procedure. During use of the esophyx device, the physician noted the esophyx device was not delivering fasteners properly. The esophyx device was uneventfully removed from the patient and a second esophyx device was used to successfully complete the procedure. No patient injury was reported as a result of this malfunction.